Event description:
The customer obtained higher than expected vitros ipth patient results (sample 1= 564.69, 565.59, sample 2= 899.94, sample 3= 1290 pg/ml vs. An expected result= 70.0 pg/ml) on multiple samples from a single patient processed on a vitros 5600 integrated system. In addition, the customer also obtained multiple lower than expected vitros ipth quality control results (qc fluid level 3= 34.65, 343.51 pg/ml vs. An expected result= 514.1 pg/ml). The higher than expected patient results for sample 1 and 2 were reported out of the laboratory. It is unknown if the higher than expected patient sample result 3 was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the results from samples 1 and 2. The customer repeat tested sample 3 using an alternate method that was believed to be the expected result. It is unknown if the customer corrected the reports issued. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros ipth patient and lower than expected quality control results were obtained from a single patient processed on a vitros 5600 integrated system. There was no evidence to suggest a reagent or instrument malfunction had occurred. Additionally, treating the sample using heterophilic blocking tubes yielded lower results than the untreated sample. A sample related issue cannot be ruled out as a contributing factor for the higher than expected patient sample results. The most likely root cause of the higher than expected patient ipth results is heterophilic antibody interference. The vitros ipth instructions for use state, "heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. These antibodies may be present in blood samples from individuals regularly exposed to animals or who have been treated with animal serum products. Results which are inconsistent with clinical observations indicate the need for additional testing." The root cause for the lower than expected quality control results could not be determined. However, poor sample handling prior to testing cannot be ruled out.